Event description:
A customer site in (B)(6) alleged that discrepant results were generated with the cobas ampliprep / cobas taqman hcv test. Specifically, the customer reported that discrepant results were generated for one patient sample. The patient was previously tested in 2011 and generated a high titer result with the cobas ampliprep / cobas taqman hcv test. The same patient was tested in (B)(6) of 2012 and generated target not detected results with the cobas ampliprep / cobas taqman hcv test. The patient was then tested (B)(6) 2012 and generated a titer of 307 iu/ml. The result was not as expected so the physician ordered a new draw. The new draw was tested on (B)(6) 2012 and generated target not detected results with the cobas ampliprep / cobas taqman hcv test. It is unknown if the patient is on treatment.

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Manufacturer narrative:
No product or batch non-conformance was identified. Upon investigation there was no trend found in the field. Qc release data for 064453 was reviewed and the issue of discrepant results has not been observed. There have not been any manufacturing non-conformance reports for batch 064453. Retain testing of the complaint batch 064453 was tested for this case and generated valid and acceptable results. Data provided confirmed the result discrepancy. Customer-generated controls were valid and had consistent target and qs CT and rfi values with the exception of one suppressed qs rfi in a negative control that was not in the questioned run. A basic check of the cobas ampliprep instrument pipetting did not show evidence of an issue. Although requested sample was not available from the customer to be sent for further investigation. The details of patient treatment remained unclear; the patient was on a roche drug, but the name of the drug and treatment schedule were not provided. According to an internal medical assessment, the only approved roche anti-hcv therapy is the pegasys-copegus combination, which may turn a low viremia case into a tnd even in a few days. It is possible that the patient in question was under triple combination therapy (the roche drugs plus victrelis or incivek), which is very powerful and may quickly suppress virus replication. Thus, such treatment may offer a possible explanation for the questioned result. (B)(4).